Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The parent reported that the patient experienced a skin infection approximately two days after insertion of the sensor in the arm. Symptoms included pink discoloration and swelling at the wearable site. It was not specified whether the symptoms originated at the needle puncture site or beneath the sensor patch. On or around (B)(6) 2025, the patient was taken to the hospital, where they were evaluated, diagnosed with a skin infection, and prescribed an unspecified oral antibiotic. At the time of the report, the patient was still undergoing treatment with the prescribed medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.